Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the catheter was in the left atrium and was advancing the catheter over the wire into the left pulmonary vein there was tension as while advancing. The physician attempted to pull the wire back and was unable to. Decision was made to place the catheter into a neutral position and withdraw the catheter and wire from faradrive sheath, and the wire was found to be kinked. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon inspection of the returned catheter and the guidewire, no defects were found on the catheter. The guidewire was unraveled with its core wire sticking out. Dried blood and/or tissue were found on the guidewire and the core wire. It is believed that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue and caused the guidewire to become stuck during use. The "unintended use error caused or contributed to event" conclusion code was selected for the allegation of "guidewire stuck."

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the catheter was in the left atrium and was advancing the catheter over the wire into the left pulmonary vein there was tension as while advancing. The physician attempted to pull the wire back and was unable to. Decision was made to place the catheter into a neutral position and withdraw the catheter and wire from faradrive sheath, and the wire was found to be kinked. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.